Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was dislocating their delta reverse shoulder. The surgeon removed a 42mm +3 poly and 42mm standard glenosphere. Old and new part and lot numbers were unavailable. He then replaced with as 42mm +9 poly and a 42mm eccentric glenosphere.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.